Event description:
It was reported that a patient underwent an excision of skin cancer from the chest on (B)(6) 2012 and suture was used. The patient experienced wound dehiscence on (B)(6) 2012. The patient was treated with antibiotic therapy and silvadene.

Manufacturer narrative:
(B)(4) - wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.